Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that a patient underwent an initial left knee procedure on (B)(6) 2013. Subsequently, the patient was revised due to pain on (B)(6) 2018. Nexgen tm primary patella and tm monoblock tibial component are the tmt design control part.

Manufacturer narrative:
The patient¿s left knee was revised approximately 5 years, 6 months after the index procedure where only the tm micro primary patella was revised. No specific complaint or alleged deficiency was made against the trabecular metal posterior stabilized monoblock tibial component which remained implanted. This investigation finds no evidence that the trabecular metal posterior stabilized monoblock tibial component failed to perform as intended or contributed to the patient¿s pain. However, the surgeon performing the revision believed that the size of the [tm] patella was the reason for the patient¿s knee pain. It was found that the size f femoral component that was implanted was incompatible with the tm micro primary patella which is limited for use with size a or size b micro femoral components only. Previous investigation and monitoring of the nexgen cruciate retaining (cr) complete knee system found continued high rates of components being implanted in combinations that were not approved (micro components with standard components). Immediate and long term risks included knee pain. As a result both the warsaw design-controlled all-poly cr patellae and the tmt-design controlled tm micro primary patellae (which are both cr and ps compatible) were recalled and are no longer available in the market. An engineering review of the x-ray (less any commentary related to the patient¿s anatomy) finds that the tm patella and the tm lps monoblock tibia appear to be grossly intact and as expected. This investigation by product development/post-market engineering is considered closed at this time. Should additional information become available, this investigation may be re-opened. Device not returned.

Event description:
It was reported that a patient underwent an initial left knee procedure on (B)(6), 2013. Subsequently, the patient was revised due to pain on (B)(6), 2018. Nexgena tm primary patella and tm monoblock tibial component are the tmt design control part.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: part# 00588605510 lot# 61605143. Part# 00596201651 lot# 61974779. No product was returned; visual and dimensional evaluations could not be performed. Photograph of explanted patella was provided and identified the picture was taken during the removal of patella. No other evaluation can be performed. Medical records were not provided. The nexgen cruciate retaining (cr) complete knee system found continued high rates of components being implanted in combinations that were not approved (micro components with standard components). Immediate and long term risks included knee pain. The combination of knee system are not compatible with each other. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is determined to be user error if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.